Event description:
Boston scientific received information that this patient's home monitoring system detected a low, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead, subcutaneous shocking lead, and cardiac resynchronization therapy defibrillator (crt-d) system. The reading generated was zero and coincided with when the patient was at physical therapy. It was thought that likely the reading was due to electromagnetic interference (emi) as both previous and subsequent measurements were normal, and the reading could not be reproduced at the time of the evaluation. Review of the stored events show that late last summer there was some oversensing of noise on the rv lead that resulted in some inappropriate nonsustained ventricular tachycardia detections. No therapy was delivered for these and no pacing inhibition greater than two seconds was noted. No adverse patient effects were reported and the plan was to monitor.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.